Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prme. Customer's blood glucose was 474 mg/dl. The customer stated that the insulin exit. Customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change entire infusion set. The customer wants the device replaced. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.